Event description:
This is a case report received on (B)(4) 2011 by baxter (B)(4) from a pharmacist of (B)(6). It is reported that on an undefined occurrence date a baxter solution administration set (code umc3325 lot 11b04v335t) was found leaking during administration at the level of the distal luer connection. According to the reporter, during administration leakage is observed at the connection with the patient catheter and solution spread on the patient. There is no clinical consequences reported for the patient. There is no sample available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.